Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis rectal mass failure of coumadin. At some time post filter deployment, it was alleged that the filter tilted anteriorly and hook contacts the inferior vena cava wall and six struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months later, computed tomography of the abdomen and pelvis with contrast revealed the hook of the filter was at the l4 interspace. The filter was tilted anteriorly, and the hook contacts the inferior vena cava wall. Six struts of the filter perforate the inferior vena cava. Incidentally, there was a retroaortic left renal vein present. No thrombus and hemorrhage were seen within the inferior vena cava. The patient reportedly experienced abdominal pain. This study was compared with previous computed tomography of the abdomen examination. At that time, the filter was not tilted, and the struts did not perforate the inferior vena cava. Therefore, the investigation is confirmed for alleged filtre tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for deep vein thrombosis rectal mass failure of coumadin. At some time post filter deployment, it was alleged that that the filter tilted anteriorly and hook contacts the inferior vena cava wall and six struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.